Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and successfully passed both the recognition and engagement tests. The reported complaint could not be reproduced during the failure analysis investigation, as the instrument was properly recognized by the test system. An additional observation, not reported by the site, revealed a broken grip cable at the yaw pulleys. The cable was completely severed. There was no evidence of discoloration, corrosion, or contamination that would suggest improper flushing or rinsing during reprocessing. Further inspection did not identify any abnormally sharp or damaged components that could have contributed to the cable breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a recognition issue. The procedure was completed with no patient harm.